Event description:
A physician reported a patient had essure implanted for permanent sterilization in a different city. Patient stated that since having that procedure done she had been having pelvic pain, cramping in nature. She stated over the past few months it had gotten worse and became almost a constant, severe cramping pain in her pelvis. She also had been having irregular bleeding since essure was placed. She was put on depro-provera (medroxyprogesterone) to try to control the bleeding. She stated this did not help. Patient was taken to surgery for laparoscopic bilateral salpingectomy and essure coil removal. During surgery it was found that the essure coil insertion device (not just the coils) had been left in the consumer's bilateral fallopian tubes. There was evidence of chronic inflammation. Both tubes and all foreign bodies were completely removed. Since then the patient has had problems with recurrent infections and chronic pain and is likely going to need a hysterectomy. The removal of essure was medically necessary. Complete cross sections of tubes and fimbriated ends and coils were signs and symptoms of infection. The patient's symptoms resolved briefly after surgery, but she continued to have pain.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.